Manufacturer narrative:
The investigations could not identify a product problem for four of the events. The cause of these events could not be determined. The follow up/corrective actions for one of these 4 events were: the field engineering specialist did not find a root cause. The system's performance was verified and qc was completed without issue. There were no follow up/corrective actions three of these 4 events. The investigation for one event determined that damaged pinch valve tubing was the cause of the issue. The follow up/corrective actions for this event were: the field engineering specialist found damaged pinch valve tubing. He replaced the pinch valve tubing. Calibration, qc, and precision testing were completed with acceptable results. The investigation for one event is currently ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events. Erroneous high results were generated by six cobas 6000 e 601 modules. The events involved a total of 9 patients with the following: two erroneous results for the elecsys hcg test system, 3 erroneous results for the elecsys ft4 ii assay, one erroneous result for the elecsys tsh assay, one erroneous result for the elecsys afp assay, and two erroneous results for the elecsys digoxin immunoassay. Five patients' ages ranged from (B)(6) to (B)(6). There were 4 females and 2 males.

Manufacturer narrative:
For the remaining event, neither a general instrument or reagent issue were identified. The investigation could not identify a product problem. The cause of the event could not be determined. The follow up for the remaining event was the field service engineer checked and cleaned the system. The system was operating as normal when service arrived. The performance of the instrument was verified.